Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes/ right side essure coil was puncturing the tube and also transgressing the tubo-uterine junction'), device breakage ('device breakage CT scan showed pieces of essure in the uterus'), rectal haemorrhage ('rectal bleeding'), appendicectomy ('appendectomy'), ovarian cyst ('bilateral ovarian cysts'), retroperitoneal fibrosis ('retroperitoneal fibrosis'), enterocolitis infectious ('infection (other) describe: intestinal') and genital haemorrhage ('general abnormal bleed/ abnormal bleeding (general)') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure), obesity, vitamin d deficiency and celiac disease. Pregnancy history: g 3p 3 . Previously administered products included for an unreported indication: mirena. Concurrent conditions included acute sinusitis. Concomitant products included ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (provera) and prednisone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("abnormal and irregular menses") and menstruation irregular ("abnormal and irregular menses"), 2 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced rectal haemorrhage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), dermatitis ("rash/skin condition/ rashes or skin conditions type: dermititis/ rash over cheeks, dermatitis/ face rash") and rash ("rash over cheeks"). In (B)(6) 2014, the patient experienced nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2015, the patient experienced back pain ("back pain"). In april 2016, the patient experienced amenorrhoea ("amenorrhea"). In 2016, the patient experienced pelvic pain ("pelvic pain, pelvic mass"). In (B)(6) 2016, the patient experienced enterocolitis infectious (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient underwent appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), retroperitoneal fibrosis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), urinary incontinence ("bladder problem/ bladder or urinary problems or changes urinary incontinence worsens right before and during periods"), gastrointestinal disorder ("gi conditions"), migraine ("migraine/ migraines / headaches"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis of pelvis/ benign endometriotic"), abdominal distension ("left lower quadrant swelling"), peritoneal adhesions ("pelvic peritoneal adhesions"), abdominal pain upper ("abdominal pain in left upper quadrant"), dizziness ("lightheaded") and pelvic mass ("complex pelvic mass and pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017-bilateral salpingectomy,right oopherectomy,left ovarian cystectomy,(B)(6) 2017-hysterectomy, appendectomy and ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, appendicectomy, ovarian cyst, retroperitoneal fibrosis, enterocolitis infectious, psychological trauma, vaginal haemorrhage, nausea, allergy to metals, vaginal discharge, amenorrhoea, endometriosis, abdominal distension, peritoneal adhesions, vomiting, back pain, menstrual disorder, menstruation irregular, hot flush, abdominal pain upper, dizziness and pelvic mass outcome was unknown, the rectal haemorrhage, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, dermatitis, urinary incontinence, fatigue, gastrointestinal disorder, alopecia, migraine and rash had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, amenorrhoea, appendicectomy, back pain, dermatitis, device breakage, dizziness, dysmenorrhoea, dyspareunia, endometriosis, enterocolitis infectious, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, migraine, nausea, ovarian cyst, pelvic mass, pelvic pain, peritoneal adhesions, psychological trauma, rash, rectal haemorrhage, retroperitoneal fibrosis, urinary incontinence, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she received treatments for events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, enorrhagia (heavy menstrual bleeding), general abnormal bleeding, metrorrhagia (bleeding between periods), rash/skin condition, psych injury, perforation: fallopian tubes, bladder problems, fatigue ,gi conditions, hair loss, migraine, weight gain. (B)(6) 2017¿ right salpingo-oophorectomy, left salpingectomy and left ovarian cystectomy with removal of essure coils. (B)(6) 2017 :total hysterectomy (uterus and cervix removed) ¿ with left oophorectomy once the device was inserted there were 3 coils visible outside the fallopian tube in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: test bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: 1. Enlarged uterus. Endometrium measures about 12mm. No intrauterine device demonstrated. 2. Abnormal adnexal regions bilaterally. Large complex lesions of both ovaries a represent endometrioma or large hemorrhagic type cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, abdominal pain in the left upper quadrant, weight gain, rectal bleeding, migraine, back pain, nausea, pelvic pain, complex pelvic mass, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet and medical records received : reporter information and patient details updated. Events added- vaginal haemorrhage, device breakage, enterocolitis infectious, nausea, allergy to metals, vaginal discharge, amenorrhea, ovarian cyst, endometriosis, abdominal distension, retroperitoneal fibrosis, peritoneal adhesions, rectal haemorrhage, vomiting, back pain, menstrual disorder, menstruation irregular, hot flush, abdominal pain upper, dizziness, pelvic mass, rash over cheeks and appendectomy. Event ¿bladder disorder¿ updated to ¿urinary incontinence¿. Outcome of events ¿dermatitis allergic, rectal haemorrhage¿ updated to recovered / resolved. Severity of abdominal pain, pelvic pain and back pain updated. Concomitant products added. Event onset dates updated. Lab test imaging procedure was updated to hysterosalpingogram. Medical history and concomitant conditions added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding between periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2017- she had salpingectomy (bilateral),oophorectomy (unilateral). Hysterectomy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dermatitis allergic and psychological trauma outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, metrorrhagia, bladder disorder, fatigue, gastrointestinal disorder, alopecia, migraine and weight increased had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: she received treatments for events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, metrorrhagia (bleeding between periods), rash/skin condition, psych injury, perforation: fallopian tubes, bladder problems, fatigue ,gi conditions, hair loss, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: test bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-sep-2019: reporter¿s details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2017, she explanted essure. Injury events was updated to dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, metrorrhagia (bleeding between periods), rash/skin condition, psych injury, perforation: fallopian tubes, bladder problems, fatigue ,gi conditions, hair loss, migraine, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.